Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had not reported the symptoms. The customer treated with the syringes. Customer's blood glucose value was 500 mg/dl at the time of the incident. Customer's current blood glucose value was unknown. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017 at 5:15 pm. The blood glucose value when admitted to hospital was over 900 mg/dl. The customer complained about hyperglycemia. The drive support cap appeared normal. The customer cause of hospitalization per healthcare professional's was diabetic ketoacidosis. Customer was assisted to perform the high pressure test and displacement test and pump passed. The product was not returned for analysis.